Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the vapor terminal is inserted into the portal of the arthroscopic shoulder a portion of terminal was broken inside the probable root cause/s could by contact with another hard instrument. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. Gtin: (B)(4).

Event description:
It was reported that the probe broke inside of the patient. The broken piece was removed and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe broke inside of the patient. The broken piece was removed and the procedure was completed successfully.